Event description:
During the evaluation of a returned spectrum infusion pump, 10 occurrences of "air-in-line" alarm were identified in the history log which indicates a potential malfunction of the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of complaint # (B)(4). The "air-in-line" alarms were confirmed through an event history log review. The ultrasonic sensor was found to be out of specification and has been replaced.